Event description:
The customer complained that a patient sample yielded a false negative reaction with biotestcell-p3. The patient sample was supposed to have an anti-fy(a). The customer reported that only one of his packages of biotestcell-p3 yielded this false negative reaction. The customer had returned the patient sample and the supposedly defective product. Our quality control laboratory tested the patient sample with the allegedly defective lot of biotestcell-p3. This testing confirmed the customer's results. Our quality control laboratory also tested the retained sample from qs stock which reacted correctly positively. Further testing of the complaint sample led to the educated guess that the customer's package has had contact to enzyme, because all enzyme sensitive antigens, e.g. The the duffy antigen, were destroyed. Testing by our quality control laboratory confirmed the customer's complaint with this one package of biotestcell-p3. But our qc lab is strongly confident that this is the result of contact to enzyme at the customer's site that resulted in all enzyme sensitive antigens being destroyed. The retained sample of our qs functioned correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Due to the fact that not all but only one of the customer's biotestcell-p3 packages showed false negative reactions a customer's handling error is highly probable. We have no further complaints related to this issue.

Manufacturer narrative:
This is our combined initial and final report for this incident.